Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was duplicated and attributed to a damaged connector physically lifted from the board assembly fabrication. It is unknown how the damage occured. There was no apparent evidence of abuse or tampering. The board assembly was replaced to resolve the issue. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during placement of a pacemaker surgery on a patient (age & gender unknown), the device displayed a "defib fault 76" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.